Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The customer stated to fsr that they checked the ventilator and was not able to duplicate the problem. The customer changed o2 settings and unit followed properly. They ran for approximately 5 days, leaving it set to 100%. The fsr checked with using wall air and compressor, ran at variable settings. Checked low pressure o2 alarm and o2 cell connection. Checked low o2 alarm by disconnecting o2 cell. Fsr suggested running unit for a while longer to verify proper operation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has a fraction of inspired oxygen (fio2) inaccuracy. The issue occurred during patient-use and the customer stated that the patient did desaturate. At this time, there is no information regarding remedial action taken by the healthcare facility.